Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the onetouch ultra2 meter read inaccurately high. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt reported a result of 155 mg/dl at 7 am on february 10. She said she went to a dialysis clinic and her reading was 70 mg/dl at 7:15 am. The pt mentioned she did not eat as a result of the 155 mg/dl reading at 7 am and when she arrived at the dialysis clinic at 7:15 am, she was sweating. She says she was given glucose tablets/gel at the dialysis clinic to treat the symptoms. The pt mentioned that she takes 0.35 units per hour of insulin through her pump at midnight but did not say what her other doses were throughout the day. According to the troubleshooting performed with customer service, the pt's testing steps were correct. The meter was set to the correct unit of measure at the time of testing. This complaint is being reported because the pt alleged the meter read inaccurately high, did not eat due to the reading, and subsequently suffered symptoms indicative of hypoglycemia that required treatment.